Event description:
On 5/1/96 ng tube was being removed. There was noted resistance upon attempted removal. When tube was removed there was a knot at the end of the tube. Pt did experience soft tissue injury and consulting ent was called in.